Manufacturer narrative:
Device evaluation: during the technical inspection of the returned device, the fault description provided by the customer could be confirmed. The following defect was found: ---battery defective. The technical inspection revealed that the charging function was no longer working due to a defective battery. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "device does not charge the battery". No negative impact in state of health reported.